Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2026-00174 for the second event. Refer to 9611594-2026-00175 for the third event. It was reported "the feeding pump read occluded. Nurse was unable to flush the "[nasojejunal]" nj feeding tube. Tube was removed and replaced with another 8 fr corflow feeding tube. Upon removal, nurse noticed a kink in the feeding tube. Nurse had reported this tube was placed yesterday for the same issue (kink in the tube around the same place). These tubes are usually kept in place for up to 30 days. The patient "is receiving continuous feedings of breast milk (not fortified) at 42 ml/hr. No medications given recently." There was no reported injury.